Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging two strokes. There was a report of serious or permanent harm or injury. In this report, box b, d, g, h has been updated/ corrected.

Manufacturer narrative:
As per additional information received on 01/23/2025 : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging two strokes. There was a report of serious or permanent harm or injury. No medical intervention was specified by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was applied power, the device powered on and provided airflow. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. During the investigation, the manufacturer observed an unknown dust contaminant on the flip door, pca, top enclosure, rear panel, ui panel, bottom enclosure, inside iso port, blower, and blower box. A black hair like contaminant on the flip door, ui panel, inside the iso port, rear panel, bottom enclosure, blower, and blower box was observed. The evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower and blower box. A keratin-like substance was observed on the blower box outlet. The investigation confirmed that there was no evidence of sound abatement foam degradation and was unable to directly address the symptoms or complaints. In this report, box d, h has been updated/corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.